Event description:
The account alleged that the hi/low drifts down slowly and the bed is making a squeaking noise when the head section is raised. No injury reported.

Manufacturer narrative:
The account found the hi/low drive had too much grease on it. The account cleaned and lubricated the hi/low drive to resolve the issue.